Event description:
During a replacement of an old dual chamber pacemaker in a pacemaker-dependent patient, the physician tried to use this device without success, because of the impossibility to connect the ventricular lead, which led to absence of ventricular stimulation. The physician refers that he didn't hear the "click" of the screwdriver. After four attempts, he decided to replace the device, returning it for analysis.

Event description:
During a replacement of an old dual chamber pacemaker in a pacemaker-dependent patient, the physician tried to use this device without success, because of the impossibility to connect the ventricular lead, which led to absence of ventricular stimulation. The physician refers that he didn't hear the "click" of the screwdriver. After four attempts, he decided to replace the device, returning it for analysis.